Event description:
This report cites a complaint that was forwarded to mckinley from a user facility. The user facility reported an incident of a leaking infusion set during chemotherapy treatment. The exact location of the leak was not identified. There is no report of injury.